Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an issue with its safety disk. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated replaced safety disk on unit. The following investigation was performed by johnny lopez, technician of the failure analysis and testing (fat) wayne. The failure analysis and testing department received a safety disk with a reported the unit failed the all manifold test. Performed visual inspection of safety disk per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the safety disk into fat iabp cardiosave test fixture serial number for testing of the reported problem. Performed and tested the safety disk in accordance with procedure number revision c and the cardiosave service manual revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit failed the all manifold test. The fat is unable to replicate the failure experienced by the customer. Retaining the safety disk in the fat per procedure 0002-07-d008 rev ak. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.